Event description:
One patient sample with discrepant creatinine results. Initial result 216.9 umol/l. Same sample repeated gave result of 60.9 umol/l. No information provided to determine if results were used to guide therapy. The investigational unit determined the cause to be insufficient analyzer maintenance. Customer maintenance was recommended and extra wash cycle implemented.